Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting the o-ring, ensuring it was undamaged, and cleaning the pump¿s pneumatic tap area. After these steps, the customer filled a new cartridge, reattached it, and successfully completed the loading process to resume insulin therapy.